Event description:
Affiliate reported that after ten years it was noted that the abdominal catheter was broken and dropped in the abdomen. As a result the device was removed from the patient.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that when visually inspected under magnification both ends of the catheter appear to have come in contact with a sharp instrument as the ends are clean cut and not jagged to support the comments of breakage. This however could not be confirmed. The catheter was tested for flow and no evidence of an occlusion was present. A review of the device history records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.